Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is against the battery cap alone. The reporter stated that the battery cap could not be removed. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: there was no damage found in the battrey cap which was found to be easily tightened and removed from the battery compartment and used for testing. The cartridge cap was found to be missing; a test cap was used for testing and securely fit in the cartridge compartment. Unrelated to the initial complaint, the battery compartment was found to be cracked at the case seal.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).